Manufacturer narrative:
Investigation summary: it was reported the yellow cap came off of a syringe. To aid in the investigation, one empty sample with no packaging flow wrap and two photos were provided for evaluation by our quality team. The syringe rubber stopper is at the 1.5ml mark and the tip cap is not assembled to the syringe. The threads of the tip cap and the syringe barrel luer are good with no damage or imperfections observed. The two photos provided show a syringe inside the packaging flow wrap with a loose tip cap. No other information could be obtained from the photos. This defect could occur if the tip cap was not properly aligned with the torquing cup. A device history record review was completed for provided material number 306424, lot 227351n. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The photo will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tip cap was found separated from the bd posiflush¿ heparin lock flush syringe inside the packaging. The following information was provided by the initial reporter: "yellow cap came off of a syringe (inside intact packaging) of heparin lock... No patient harm".